Event description:
On (B) (6) 2008 the patient and her friend reported the patient accidently spilled insulin inside the cartridge chamber of her insulin infusion device when she pulled the cartridge out. The patient was assisted in properly attaching the adapter to the cartridge and then twisting the cartridge to remove it. The patient was instructed to dry the cartridge chamber with a cotton swab. The patient requested help in inserting a new cartridge of insulin but stated her insulin was cold. She was advised to let the insulin warm to room temperature and then call back for further assistance. She did so and was assisted in successfully inserting a new cartridge and properly priming the tubing. On follow up with the patient on (B) (6) 2008, she stated her device is not showing any signs of condensation. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. No product wil be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.